Event description:
It was reported that during the procedure, there was a break in the fiber midway between the laser and the tip of the fiber; red light shown through the middle of the fiber. The fiber was replaced and the procedure completed with different fiber. There was no patient injury as a result of the fiber breakage.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the broken within the white tubing, 25 inches from control knob, between control knob and input connector. The fiber was tested with hene laser fixture, aiming beam was present at the break location. The outer sheath exhibited no signs of melting. Based on analysis results, it cannot be determined if excessive bending could have occurred during shipping or preparation of the device; therefore, an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, a break in the fiber was observed midway between the laser and the tip of the fiber; red light shown through the middle of the fiber. The fiber was replaced and the procedure completed with different fiber. There was no patient injury as a result of the fiber breakage.